Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin spill out in the reservoir compartment. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. The customer reported that the reservoir to the compartment the insulin did not go through the tubing and it spill out in the compartment. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.